Event description:
During review of programming and diagnostic history, it was observed that a generator diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2012. The patient¿s device was not subsequently interrogated during the visit. On (B)(6) 2013, the patient¿s device settings were indicative of a generator diagnostic test. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.